Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported that the ventilator alarmed a circuit occluded and had no flow from the unit. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The customer troubleshot with technical support and swapped the motor controller (mc) board with a known good unit and resolved the issue. The customer was advised to replace the mc board and was provided with part number. The customer reported to have replaced the mc board to address the reported issue and the ventilator was returned to use.